Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the jet-tube had foreign material from previous procedures. Likely a result of insufficient reprocessing. Additionally, the scope-body had a crack. Due to damage on the up/down knob, water tightness was lost. Due to deformation of the angle shaft, the up/down knob did not move smoothly. The air/water-cylinder had no color. The suction cylinder (s-cylinder) had no color. The screw stopper was replaced for preventative maintenance. The mouthpiece had corrosion. The scope connector case unit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. Due to a crack on the bending section cover (a-rubber) insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, bending angle in the down direction did not meet the standard value. The plastic distal end had a scratch. The objective lens had a chip. The adhesive around the objective lens had discoloration. The light guide lens had a chip. The adhesive around the light guide lens had discoloration. The adhesive on the a-rubber had a visible thread defect. The connecting tube had a cut. The universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced the large and small wheels no longer working properly, and the bowden cables were defective. The event was identified during the procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign material found in the jet-tube. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly due to leakage from the u/d angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ·the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.